Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the surgery prolonged? Surgery was prolonged 45 minutes! Were x-rays taken? Results? Yes. Was there additional tissue dissection or damage due to searching for the broken piece in the patient? No damage just extra time and resources (x-ray) to find the missing piece. Was the patient brought back to the operating room to remove the needle piece? No it broke off during closure so patient was still under ga. Any other patient consequences? If yes, what medical/surgical intervention was provided. No . Patient present condition. Patient left hospital on an extra round of antibiotics due to prolonged surgery.

Event description:
It was reported that a patient underwent a bowel procedure on (B)(6) 2017 and suture was used. The needle broke in half and was lost in the patient. The procedure was prolonged for 45 minutes. X-rays were taken and the needle was retrieved. The patient was discharged on extra round of antibiotics. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The fracture surface contained intergranular fracture. The intergranular fracture follows the austenite grain boundaries and is a form of brittle failure. Areas of microvoid coalescence were also observed throughout the sample. The evaluation revealed the fracture was composed of both intergranular fracture and microvoid coalescence. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features. These failure modes are not common for a needle, which typically fails primarily in a ductile manner. No conclusion can be made as to the root cause. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.